Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, the connector pin is missing on the outer tube and the image is blurry due to debris particles inside the optical system. The inspection also noted distal end fiber breakage with dents on the distal end edge, the color ring is cut with minor scratches on the eyepiece funnel, the model ring laser etching is illegible. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department supervisor, the customer oes elite, high definition autoclavable rigid telescope has a ¿blurry image and metal piece that locks into bridge is missing.¿ the customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the missing connector pin.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the missing direction pin on the outer tube could not be determined. Olympus will continue to monitor field performance for this device.